Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician implanted a taxus express2 3.0x12mm drug eluting stent to the medium iva. Despite treatment with plavix, the patient presented in 2006 with violent thoracic pain. The patient was given morphine, but the pain persisted and angiography was performed. Angiography showed occlusion of the recently implanted stent. "Thromboaspiration with a catheter, then realization of actilyse in intra-coronary under cover of repro and krenosin, followed by an angioplasty with balloon and with an implant of a naked endoprosthesis. A search for resistance to plavix is in process. During the ECG, they noticed the constitution of a wave q of v2 to v4 and a persistent shift in these same derivations. The biological assessment showed a major rise in cpk at 4200, and a rate of troponine higher than 23." Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The cause of the difficulties experienced during the procedure could not be determined.